Event description:
Customer reported a past high blood glucose (bg) event, which led them to visit the emergency room and resulted in hospitalization in the ICU on 8/30/2025. The highest bg recorded during the incident was 471 mg/dl, and the presence of ketones was noted as dangerous: cause of elevated bg was unknown. The customer received treatment with IV fluids and insulin, which resolved the issue. There was no reported injury or permanent damage, and the customer remains in the ICU. Customer confirmed that personal profile settings and insulin storage complied with guidelines. A system check was completed. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.